Event description:
It was reported that the system failed to produce an image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the multi-output power supply. The system operates as intended.